Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys hard disk drive was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys locked up during use. No pt serious injury or death was reported related to this event.